Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned. During the procedure, transesophageal echocardiography (tee) confirmed a small clot formed at the end of the was and the clot was aspirated and removed. An activated clotting time of 400 was noted. The procedure was aborted and the patient remained stable and was discharged.